Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed a marker anomaly due to poor telemetry on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Additional information requested but not provided.